Event description:
This report is to advise of a fracture found in the catheter tip during analysis.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The device was returned due to tip damage and an imaging issue. The reported damage on the catheter tip was confirmed. The catheter tip was noted to be bent and fractured. Functional testing could not be performed due to the condition of the returned device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fracture and imaging issue could not be conclusively determined.